Event description:
Unexpected return: set was separated between the upper blue fitment and the silicone tubing. No patient harm or medical intervention occurred. No further patient/event information was reported.

Manufacturer narrative:
(B)(4). Although requested, the affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.